Event description:
A chem8 cartridge tested on the istat (abbott) analyzer returned the exact opposite test results of a large clinical chemistry analyzer for sodium and chloride. It appears the analyzer mixed up the result testing. I have never seen this before. It repeated twice.